Manufacturer narrative:
The device was requested to be returned for evaluation. It has not been received.

Event description:
It was reported that the customer is requesting a review of the device's mednet settings for a device being used in the nicu on a (B)(6). The clinician was reported to, initially set the device to infuse, an unknown intralipid, at a rate of .1ml/hr for a total of 24 hours. The device was reported to have alarmed between 30-40 minutes into the infusion. The device was then reported to have been programmed to a rate of either .2ml/hr or .8ml/hr. The device was again reported to have alarmed between 30 to 40 minutes into the infusion. The clinician then decided to clear the pump's settings and completely start over, but the device continued to alarm between 30-40 minutes into the infusion. The patient was then placed on a different pump with an infusion rate of .3ml/hr and no issues were noted. It was reported that the patient received the right amount with no extra medication being infused. It was also reported that maybe the nurse set the device wrong. The total volume to be infused (vtbi) is unknown; however, the volume of the bag was reported to have been about 20-40 ml. There was no medical intervention required, no delay in therapy, or harm to the patient-reported. No additional information is available at this time.

Manufacturer narrative:
The customer has not returned the pump for investigation; therefore, no evaluation can be completed to determine if the device played a role in the adverse event. A review of the device's 12-month service history was performed and no similar event was indicated. Additional device event log / alarm history was requested from the customer; however, no further information was provided. A review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. The report stating: "that need to review mednet settings, was set to go .2 or .8 and nurse said it finished too soon for half the time" could not be confirmed. Since the device was not returned, no testing could be performed to determine if the device played a role in the adverse event. The customer was contacted to provide information, but the customer declined to provide any information. Additional information: b5; d9.

Event description:
Additional information was received on 24-mar-2022 regarding the issue reported. It was reported that the issue was due to their very low rate of infusion and resetting volumes every hour. As they increased the volumes to 6 hours, no issues were encountered.